Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.1 was not detected on the bus and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not on bus and failed to open. A field service engineer (fse) found drawer 2.1 was not detected on the bus and reseated the row board connection to the pyxis bus controller. Remote support service access was not available, so the drawer was recovered, and the customer inventoried medications to verify proper operation. The system functioned as intended after the field service engineer repaired the device.